Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flicker image and failed leak test. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event plugs it in, its glitches were due to small cut on cable, and the event flicker image was due to faulty charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head glitched when plugged in. The issue occurred during setup or inspection for use. There were no reports of patient involvement.